Manufacturer narrative:
Additional information: h6, h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: the event occurred prior to (B)(6) 2024 during the same week. D4: unique device identifier (UDI) # is based on the di information as no lot/serial number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the t-connector of an interlink system t-connector extension set cracked. This occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.